Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found a lot of eschar one the seal plates. The knife was found to be stuck in the groove. The blade traverse is broken. The reported conditions were not confirmed. The investigation found that the knife was stuck in the groove, probably when the knife was inadvertently pushed against a hard object. Because of the stuck knife, the jaws could not be closed, thereby not enabling the sealing function. No device melting was noticed. It was also noticed that the knife lock mechanism was broken and the knife trigger was pulled past the mechanical stop. Mechanical damage broke the mechanical lock that prevents the knife from deploying when not depressed. In this condition the knife could be deployed and retracted in the knife track when the trigger was pulled then the lock was still engaged. The root cause of the damage to the knife lock mechanism is the user placing excessive force on the knife trigger during use. The mechanical assembly and knife cut of the device are tested by manufacturing prior to shipment. The investigation identified the root cause of damage to the knife lock mechanism is user. The instruction for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the sealing quality of the device was decreased and the jaw of device melted and can no longer be used. Another device was used to complete the procedure. There was no patient involvement.